Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that a high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device. This report is being filed to correct the report source.

Event description:
It was reported that this pacemaker was explanted due to unknown product performance issue. Additional information obtained from the field which indicated that the device exhibited possible early battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker was explanted due to unknown product performance issue. Additional information obtained from the field which indicated that the device exhibited possible early battery depletion. No additional adverse patient effects were reported.